Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that a cubie pocket on row e had a jammed bag in the latch, preventing it from detecting as closed and causing the drawer to fail. A field service engineer, replaced the pocket to resolve the issue and confirmed full recovery in the application. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had failed drawer and not been able to be recovered. Customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.